Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a previously rh(d) positive patient was coming up rh(d) negative with erytype s abd+rev.a1, b on tango optimo although the image appears positive. The provided image showed a mixed field reaction. The patient sample that had caused a false negative reaction on tango optimo was sent to us for investigational testing but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev. A1, b. Testing confirmed the customer's result. Further testing of the retained sample with different red cells yielded correctly positive and negative results. It is well known that the interpretation of mixed field reaction may be difficult and not clear. Regarding the result's interpretation this complaint is confirmed. Therefore we initiated further actions to that an appropriate reference will be implemented in the instruction for use and the tango optimo's manual. Because the complaint was confirmed regarding the interpretation of the result further actions (deviation followed by change control) were initiated. Nontheless, testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.